Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the white reload used during this reported event for failure analysis investigations. Sureform 45 stapler instrument logs showed that it was installed on the system 10x and fired 10 reloads (3 green, 2 blue, 1 white, 1 blue, 2 white, 1 green, in that order). On installs 1-9, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 10, the first clamp was successful, and the firing was completed with 1 pause for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted right lower pulmonary lobectomy surgical procedure for a carcinoid tumor, the posterior side of the first white reload used on the pulmonary artery (pa) failed. The surgeon had used the sureform 45 curved-tip stapler instrument with blue reloads prior, without any issues. The first white reload used was on the pa, this reload fired without any errors or complications. The next two white reloads were used on a vein without any error. The surgeon continued to use the same stapler and continued the procedure for approximately 30 minutes after the pa was stapled. There were no reported bleeding from the pa site or signs of the staple line being incomplete. The chest was dry at the end of the case, adn the lung was reinflated appropriately. The procedure was completed robotically. The patient's postoperative x-ray showed no complications. During recovery the patient's chest tube produced 200-400mls of blood, and vitals were stable. The surgeon's partner then emergently re-operated on the patient that night after 500mls-1 liter of blood was produced out of the chest tube and the patient's vitals were no longer stable. A thoracotomy was performed and the surgeon attempted to gain control of the bleeding that was coming from the pa with prolene suture, which was unsuccessful a clip was then placed on the pa which controlled the bleeding. The partner discussed postoperatively that the bleeding originated from the posterior part of the staple line on the pa. The patient's second surgery was successful, and the patient was then discharged from the hospital days later, but is doing well.